Manufacturer narrative:
During quality investigation the customer's complaint was duplicated; the device overheated during testing. Upon disassembly of the device, a damaged press plug, motor, bearings and other component parts was noted. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker sagittal saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse event was associated with the event.